Event description:
On 16th december 2025, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector and implantation was discontinued. The patient was left aphakic.

Manufacturer narrative:
The reference(B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector. The additional information received identifies that the surgeon experienced resistance from the very beginning of the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The patient was left aphakic. The healthcare facility reports no harm or injury to the patient. The device has not been returned to rayner. The rayone preloaded iol injection system risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 035264971 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 035264971. Per the IFU, injection should have been discontinued at the point resistance occurred. The root cause of the lens getting stuck in the injector cannot be established.